Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. The proximal end of the reload was broken. The reload loaded, unloaded, rotated, opened and closed properly without difficulty. The reload did not articulate. The reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the reload would not fire and snapped at proximal end near hinge. Current patient status is stable. There was no patient injury hazard. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient cavity. There was no device fragment left in the patient. No reinforcement material was used.